Event description:
The patient reported that the pump loaded the cartridge to 200 units; after 2 unsuccessful primes of 31.5 units and 28.4 units the pump indicated 159 units remaining. The patient reported that the prime volume and the insulin remaining did not add up correctly; the patient indicated that the pump should have shown 140 units however the pump indicated 159 units in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the data from the time of the reported incident is unavailable for review due to continued pump use. A rewind, load, and prime sequence was performed and the pump correctly calculated the remaining insulin reading. The complaint could not be confirmed or duplicated during investigation.